Manufacturer narrative:
The reactivity of the e and e antigens were confirmed on returned and retention capture-r ready-screen, lot k097. Customer sent sample for investigation testing. The sample was tested with retention capture-r ready-screen, lot k097 on an in-house galileo. Negative reactions were observed. The sample as tested by manual tube method with panocell-10, lot 30348. By (a+b-) red cells reacted 1+ and fy (a+b-) red cells were negative. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative reactions for a patient sample tested with captute-r ready-screen. The patient has a known anti-e. The anti-e were detected using gel and manual tube methods.